Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), thin leaflet and dilated left atrium for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), air ingress through hemostasis valve was observed. Troubleshooting was performed thrice and was unsuccessful. . The sgc was replaced with another device to complete the procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade 2. An attempt was made to deploy second mitraclip. During deployment of second mitraclip, first mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Per the physician, slda was due to the pre-existing patient anatomy. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.